Manufacturer narrative:
Returned for assessment was a venacure1470 laser (sn (B)(4)). The unit was received in good physical condition. During assessment, the laser generator operated as intended, no faults were found in the fault log and all current software was up to date. The laser was tested at various wattage settings and all were within specifications. The power supply connector pins were cleaned and lubricated and the unit was calibrated and tested. The unit meets all acceptance criteria. The customer's reported complaint description is confirmed based on the information provided by the treating physician; however the laser functioned as intended during testing. The root cause for the complaint description could not be determined, however based on information provided there was no laser or fiber malfunction. There was no report of lasting harm or injury suffered by the patient. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. The user manual, which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis·hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the venacure 1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported to angiodynamics on (B)(6) 2017: this medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. A female patient had presented for an evlt procedure. The procedure was completed successfully with no report of patient complications or device malfunctions. Post procedure, the patient reported experiencing bruising and pain. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.